Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported handpiece tip was bent after a cataract surgery, the tip was very flimsy and could be easily bent. There was no report of a patient harm.

Manufacturer narrative:
One opened phaco tip without a wrench in a bag was received. The sample was visually inspected and found to be nonconforming, the phacoemulsification tip is bent at the cone to cannula transition. There was wear on the threads and back of flange that was consistent with threading on a handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent complaint was reviewed by the manufacturing site. The photo is of a phacoemulsification tip with sleeve on a handpiece, the reported product complaint is confirmed. The complaint evaluation confirms the phacoemulsification tip cannula is bent. How and when the phacoemulsification tip cannula became bent cannot be determined from this evaluation. The most likely cause of a bent phacoemulsification tip cannula is from improper handling of the product. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the phacoemulsification tip cannula bent exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).